Manufacturer narrative:
The reported event of inappropriate reset was confirmed in the lab. The cause of the backup mode was due to two consecutive event queue overflow occurring within 32 seconds, which resulted the device to inappropriately enter backup mode. The cause of event queue overflow was determined to be the integrated circuit (ic) in radiofrequency module.

Event description:
It was noted patient presented in clinic for normal generator change. During procedure, it was noted that the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup vvi mode. The ICD was explanted and replaced successfully. Patient was stable.